Event description:
Customer reported her insulin pump has a blank display. The display only has shadows or imprints left on the screen and customer cannot navigate through the device using the buttons. Customer's blood glucose is 290 mg/dl. Customer is using a lithium battery. She switched to an energizer alkaline battery, but the issue persists. The battery compartment and cap are not damaged or corroded. Removing the battery for ten minutes and cleaning the contacts did not resolve the issue. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. Unit received with operating currents within spec. Unit was monitored and no blank display anomalies were noted. No damage on the lcd isolation tape noted. Unit received with cracked case at display window corners, reservoir tube, reservoir tube lip, reservoir tube window, lcd display window and battery tube threads. Unit received with minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).